Manufacturer narrative:
Concomitant: dtbb1qq ICD implanted: (B)(6) 2017.

Event description:
It was reported that on the day after a device replacement procedure, it was identified that the setscrew on the cardiac resynchronization therapy defibrillator (crt-d) was not properly deployed and the right atrial (ra) lead was easily removed without unscrewing the setscrew. The device and ra lead were revised and remain in use. No patient complications have been reported as a result of this event.